Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(6). Premarket/510(k) #: k163248, k151895. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental emdr will be filed.

Event description:
It was reported to boston scientific corporation that an acquire pulmonary needle was used during an endoscopic ultrasound-guided fine-needle aspiration (eus fna) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, eus-fna was performed to treat patient with tumor-forming pancreatitis. After the procedure was completed, a hematoma in the patient's gastric wall was observed under endoscopy and CT. The patient was kept for follow up observation, and hospitalization was extended. The procedure was completed with this device. On (B)(6) 2018 it was confirmed under CT that the hematoma did not increase and the patient's diet was resumed. On (B)(6) 2018 the hematoma was found to have improved and the patient was discharged.